Manufacturer narrative:
The product was not returned and the lot number was not provided. Based on the information provided, 3m is unable to determine that the cause of the incident is attributed to the 3m¿ ioban¿ 2 antimicrobial incise drape. Finished good release testing for adhesion to steel over the last year was reviewed and all products released were within specification. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.

Event description:
A customer alleged a skin tear/skin removal with removal of a 3m¿ ioban¿ 2 antimicrobial incise drape post operative total knee replacement. Treatment includes weekly application of silvadene® cream and keflex® for three weeks. The customer bruises easily and experiences pain with dressing changes. Two tablets of 650mg tylenol are taken twice a day for pain. The wound is healing; however, physical therapy was this initially delayed. Range of motion has now improved.